Manufacturer narrative:
(B)(4). Date of initial report : 10/26/2015. The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. The concomitant hra5 was not returned.

Event description:
The customer reported that during a laparoscopic salpingooophorectomy procedure where the patient was in the lithotomy position, the patient received a 3cm burn with blister to the right forearm. This was found after the procedure while the patient was at the ward. The burn was treated with linitul ointment (balsam of peru-myroxylon and castor oil). The patient was discharged from the hospital. The accessory handpiece brand is obs.